Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient was lying in bed and was unable to check in with her family or respond to her mother¿s text messages, which raised concern and prompted her mother to visit her home. Upon arrival, the mother found the patient unresponsive and exhibiting signs of hypoglycemia; although the patient cannot recall her symptoms, her mother reported that she was sweating heavily and had lost consciousness and experienced a bruised knee. A blood glucose meter reading showed a critically low value of 1.2 mmol/l, while the continuous glucose monitor had a sensor failure at the time. The patient was treated with glucagen® hypokit, carbs and jelly beans provided by the mother. An ambulance was called around 12:00 midnight, and the patient received immediate assistance from a physician before being transported to the hospital. At the hospital, she underwent laboratory tests and physical examinations, and her insulin pump settings were adjusted, including a reduction of the basal rate by 2 units, to help prevent future hypoglycemic events. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.